Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was not switching on and has an error code message of post inhalation auto-zero test failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Authorized service provider could not duplicate the reported allegation. Ventilator is back in service. Due to no part(s) returning for failure investigation the root cause of the reported issue could not be determined.